Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
An ophthalmic surgeon reported that during a cataract extraction with intraocular lens implant procedure, the handpiece suddenly became hot and the sleeve melted to the tip. The tip was replaced and the surgery was continued, but the replaced sleeve also melted. The patient experienced a thermal corneal burn. The case was completed using the same system and accessory. The patient has poor visual acuity post operative.

Manufacturer narrative:
The ophthalmic surgeon reported that during a cataract extraction with intraocular lens (iol) implant procedure the phaco handpiece suddenly became hot and the sleeve melted to the tip. The tip was replaced and the surgery was continued, but the replaced sleeve also melted. The patient experienced a thermal corneal burn. The case was completed using the same system and accessory. The patient has poor visual acuity post-operatively. The customer sent screen shots of the system settings when the event occurred. The settings were reviewed by a company technical support specialist (tss) and he noted: the two (2) screen shots of the settings noted neosonix continuous and ozil continuous, therefore it is unclear, which of the settings the surgeon was using (neosonix or ozil). The screen shot settings noted that phaco was being used instead of torsional. The vacuum was a little lower than expected. The settings are a surgeon preference according to ability. If the handpiece became hot with the phaco tip sleeve melting that would indicate that the tip was occluded. The temperature increase at the ultrasonic tip area is a result of friction; the tip is in motion at 40 khz and the incision wall in contact with that motion is typically where corneal burns occur. The flow of fluid in the silicone sleeve provides a barrier between the tip in motion and the incision. When the flow ceases as a result of an occlusion, the barrier no longer exists. It is also important to note that the occlusion indication (thus no flow) is not a fault condition of the console, it is a technique related, and user controlled setting in the surgery steps. Corneal thermal injuries are typically related to excessive heat generated by the phaco tip due to insufficient aspiration flow, extended energy application, or combination of both. The system is designed to cool the phaco tip during use as aspirated fluid flows through the tip lumen. Overheating of the phaco tip, however, may occur due to extended application of ultrasonic energy or compromised aspiration flow through the phaco tip. Reduced fluid flow through the phaco tip may be caused by phaco tip re-use, tip clogging by nuclear material, kinked tubing, inadequate flow and vacuum settings, or obstruction by ophthalmic viscoelastic device (ovd). When the phaco tip is occluded, infusion will cease, reducing the cooling effect of the tip. Occlusion tones (intermittent beeping tones during occlusion) alert the user, indicating that the vacuum is near or at its preset limit, and aspiration flow is reduced or stopped. The surgeon must recognize the occlusion tones and manually stop the ultrasound mode in order to prevent a rapid temperature increase.¿ the system was examined and the reported event was confirmed. The control printed circuit board (pcb) was replaced. The system was tested and found to meet product specifications. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. Based on qa assessment, the product met specifications at the time of release. U/s control pcb was received for evaluation. A visual assessment of the returned sample found no related visual issues. Functional testing was performed on the returned u/s controller pcb. First the returned pcb was connected to a calibrated system in which there exhibited no issues observed during the boot up process. A calibrated handpiece was then able to prime/tune and run for 5minutes at 100% ultrasound and torsional power with the reported event unable to be replicated. Then performed functional test on the returned u/s controller pcba, which all specifications passed. The system was checked and was determined to have met specification. No phaco handpiece was received for evaluation. Without additional, related information the reported event cannot be confirmed. The handpiece was manufactured on august 8, 2012. Based on qa assessment, the product met specifications at the time of release. The customer did not retain the finished goods lot number for the phaco sleeve. The device history record (DHR) and lot number history could not be reviewed. The customer did not retain a sample for this complaint report. A visual inspection or functional testing could not be conducted. The customer provided a photo. However, the photo is in black and white and is not very clear. Corneal burn is an issue that is occasionally reported with cataract surgery. According to the (B)(6) patient safety advisory abstract: preventing corneal burns during phacoemulsification, march 2010, vol. 7, no. 1: 23-25, most corneal burns can be traced to issues related to surgical technique and not to malfunctioning equipment. (B)(4).

Manufacturer narrative:
There was no impact to the patient. The site initially mentioned noise being heard upon the instances of the reported event. It should be noted that this system is equipped with an occlusion bell. Occlusion tones (intermittent beeping tones during occlusion) alert the user, indicating that the vacuum is near or at its preset limit, and aspiration flow is reduced or stopped. The surgeon must recognize the occlusion tones and manually stop the ultrasound mode in order to prevent a rapid temperature increase.¿ (B)(4).

Manufacturer narrative:
(B)(4)

Event description:
Additional information received by the surgeon indicated that a thermal burn did not occur. The patient did not experience poor visual acuity. There was no harm to the patient as previously reported.